Event description:
It was reported that oversensing was observed. The lead was capped and replaced without issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.